Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial procedure. It was reported that the site was doing an optical procedure and registered getting a 1.4 metric. The predicted accuracy at the tumor site was .8 with the entire head in yellow. When the surgeon was touching the tumor physically, the navigation system showed 5 mm inaccurate. The representative noted that he did not see the reference frame move. There was a reported delay of less than one hour and no reported impact to patient outcome.